Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for a cardiac resynchronization therapy - defibrillator system extraction. Upon review, the left ventricular lead was fractured. The lead was explanted and replaced. The right atrial lead, right ventricular lead, and implantable cardioverter defibrillator were electively explanted and replaced. The patient was discharged.

Event description:
Related manufacturer reference number: 2017865-2019-08055. New information received notes that fluoroscopy was performed on 04/16/2019 and confirmed the left ventricular lead and older capped right ventricular lead were fractured. The older right ventricular lead was previously capped on (B)(6) 2018 and was explanted upon fracture confirmation.